Event description:
This incident was reported by the healthcare provider. They stated the patient experience eye discomfort and irritation with infections after using contact lenses. Good faith efforts have been made to obtain additional information without success, as of the date of this report additional information is unknown. This event is being reported with an abundance of caution due to the alleged infection with a lack of medical information, unconfirmed diagnosis, and unknown patient resolution. Should further information become available, a follow-up report will be submitted as appropriate.

Manufacturer narrative:
Sample received and no defect identified, it is unknown if the device caused or contributed to the patient's condition. Lot history, device history, sterilization records, and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.